Event description:
Account reports post-op pt expired while receiving infusion of morphine via apii pump. The reporter stated the pump was programmed to deliver a pca dose of 1ml every six minutes, with a concentration of 1mg/ml. The pt had been receiving therapy for approximately 11-1/2 hours, when the pt's spouse found pt deceased. The reporting facility states "the pt's blood serum levels were checked and they were okay." The reporter stated they did not feel the pump malfunctioned. The reporter was unable to provide add'l info regarding the incident.